Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no alert/notification occurred. The sensor was inserted into the arm on (B)(6) 2024. On 08/08/2024, it was reported that the patient was feeling like he was going to lose consciousness, sweat was dripping, he¿s pale, shaking, vomiting, and his heart rate was really fast. He self-treated with glucagon intranasal before contacting 911. His mother called an ambulance and the patient was taken to the hospital. At the hospital, he was treated with d-10 ( IV dextrose). The patient was discharged on (B)(6) 2024. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause could not be determined. No additional patient or event information is available.